Event description:
The manufacturer received information alleging the foul odor from the repaired device caused him headaches and a sore throat. Patient states when he wakes up in the morning, he can smell a foul odor, like plastic, from the tubing that gives him really bad headaches and sore throat. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Related ra: (B)(4).

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously received information alleging the foul odor from the repaired device caused him headaches and a sore throat. Patient states when he wakes up in the morning, he can smell a foul odor, like plastic, from the tubing that gives him really bad headaches and sore throat. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.